Event description:
The customer reported that the ventilator's remote alarm connector was loose. The ventilator was not in use, therefore, there was no pt involvement or harm. The MFR's service technician verified the customer reported problem. The service technician reported the remote alarm connector was disconnected from the main pcb board. The service technician replaced the main pcb board to correct the customer reported problem. Final testing was completed and all tests passed. If the ventilator's remote alarm is not functional, when an audible alarm is activated on the ventilator the facility's remote alarm may not sound.

Manufacturer narrative:
Na